Manufacturer narrative:
(B)(4). Method: actual device not evaluated. DHR review was not performed because the complaint is unrelated to product performance or packaging. Results: no results available since no evaluation performed. Conclusions: human factors issue. Training deficiency. Device not returned. Accriva diagnostics has requested all data required for form 3500a.

Event description:
Healthcare professional (the end user) reported that she sustained an injury during administration of a directcheck quality control. This control is packaged in a glass ampule inside a crushable plastic dropper vial containing diluent. The end-user was wearing gloves but did not utilize the protective sleeve provided with the product. The purpose of the sleeve is to safeguard the end user against potential injury during reconstitution of the control. When squeezing the vial to apply the control to the reagent cuvette, the end user sustained a small cut to her right index finger. This was caused by a glass shard protruding through the dropper vial. The end user cleansed the affected area with an alcohol wipe and a disinfectant sanitizer and applied a band aid. No further medical care was reportedly required.